Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. A 3.00x32 mm taxus express2 drug eluting stent was placed in the proximal left anterior descending (lad) artery. Two years post the initial procedure, the patient discontinued the anti-platelet therapy for hip prostheses implantation. The patient presented with an acute myocardial infarction and a stent thrombosis was identified. The physician used "thrombo-aspiration (diver)" and an unknown balloon to treat the thrombus. Heparin and aspirin were used before the procedure. Carvedilol was used post the procedure. The patient is now on plavix and asa therapy.

Manufacturer narrative:
A unit has not been returned for reivew therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for the bach found the device met its material, assembly and product specifications.